Event description:
It was reported that the right ventricular (rv) lead would not deliver an appropriate shock. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found no anomalies. Product ID: d144vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).